Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. Lead was explanted and replaced. Patient condition was fine post-procedure.